Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4 months ago. The vessel morphology was reported as unremarkable. The pt may have a history of renal issues; specific details are unk. It was reported post-operatively, later on the same day, the pt was brought back for an arteriogram for a possible renal issue, and all was fine with the renals and the stent graft system. The pt apparently has been brought back several times since the implant for cta/angiograms to investigate/rule out renal occlusions; nothing has been conclusive. One month ago, the pt was brought back for an intervention for renal failure, as it was thought the graft may have been occluding the renal arteries. The angiogram showed that the left renal was not filling and that the right renal was full of clot. The bifurcated stent graft was still in the same position as at the time of implant, and it was not occluding the renal arteries. The physician believes the thrombus may be the cause of the renal failure. It is unclear whether there was thrombus in the aortic neck or pre-existing thrombus in the renals prior to the stent graft implant. No add'l clinical sequelae were reported and the pt is stable and may require dialysis.

Manufacturer narrative:
(B)(4). Occlusion; history of renal issues. Conclusion: history of renal issues.